Event description:
Related manufacturer reference number: 2017865-2021-32972. It was reported that the patient's right ventricular (rv) and right atrial (ra) leads exhibited high capture thresholds. Furthermore, both leads were noted to have a loss of capture at 4 volts. Therefore, the physician elected to explant both leads. The patient was in stable condition.